Event description:
The customer reported that the left monitor went out, resulting in a loss of the live image. There is no report of pt injury.

Manufacturer narrative:
A ge service performed an onsite investigation. The replacement monitor was approved by the customer. No further repair info is available at this time.